Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and barbed suture was used. The fixation tab was broken before use. No adverse patient consequences were reported.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- the product was returned for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that one open sample that pertained to the product code sxpp1a301 was received. During the visual assessment of the needle-suture, it was noted that the swage and attachment area was as expected. Marks on the body needle that appears to be caused by a surgical instrument could be observed. The suture was examined, body fluids at some barbs were found and the sides of the fixation tab were broken. It should be noted that a 100% inspection is performed via the automotive vision system to ensure the tab is present and complete during manufacturing. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.